Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer changed pump supplies to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.